Manufacturer narrative:
This report serves as both the initial and final report. When engineering conducted their investigation, a crack was found in the cannula, therefore making this a reportable case. Additional information was requested from the customer and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, visual and functional testing revealed the cannula was bent and cracked. Engineering confirmed the customer's experience of having difficulty inserting the obturator into the cannula, due to the bend in the cannula. Visual inspection and switch actuation testing indicated that the stainless steel blade and obturator were not bent, and performed per specifications. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the root cause of the cracked cannula could not be confirmed, it is possible the result of this incident may be due to manufacturing. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap chole - "trocar bent." Additional information received via email 20 june 2016: what procedure was being performed? Lap chole. What is the patient?s status? N/a-this trocar was not used on patient. At what point in the procedure was the non-conformance identified? Before entry/introduction ? When scrub nurse attempted to place obturator into cannula, it would not fit, as the blade was bent. Was the trocar replaced? Yes. Did the trocar crack at all? Unknown." Patient status - "this trocar was not used on the patient." Type of intervention - unknown.